Event description:
The customer reported b-type natriuretic peptide (bnp) calibration failures due to bad fit involving the access 2 immunoassay system. The customer also noted elevated coefficient of variations (cvs). The customer performed system check which failed initially with quantity not sufficient (qns) flags (7 qns flags on the washed repetitions). Upon repeat, system check failed due to elevated unwashed cv value. Beckman coulter customer technical support (cts) advised the customer to retest patient samples for accuracy, going back to last acceptable quality control (qc). Beckman coulter cts also advised the customer to not report patient results to the hospital until the issue was resolved. Patient results were not released from the laboratory. There was no report of patient consequence associated with this event. The customer requested service, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the precision pump belt and verified the pump. The fse verified the transducer and ensured the voltages were normal. The fse completed level sense check and ensured it was at optimal. The fse noted the incubator belt was slightly noisy and performed adjustment; but operation and calibration were acceptable. The fse cleaned and verified mixer pulleys and mixer belt. The fse performed probe alignments and performed a passing high sensitivity (hs) system check, calibration and quality control (qc). Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the precision pump belt is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.